Event description:
The patient was to receive a revision on (B)(6) 2022 due to suboptimal coverage of stimulation. During the revision surgery, the surgeon was unable to remove the lead from an ipg port. It was decided to replace the whole system. It was noted that it appeared that the screw was fastened while the lead was not fully inserted into the port during the revision surgery when reconnecting the evoke lead to evoke closed loop stimulator. At the programming session following surgery, the patient reported optimal coverage of the pain area.

Event description:
The patient was to receive a revision on (B)(6) 2022 due to suboptimal coverage of stimulation. During the revision surgery, the surgeon was unable to remove the lead from an ipg port. It was decided to replace the whole system. It was noted that it appeared that the screw was fastened while the lead was not fully inserted into the port. The patient reported optimal coverage of the pain area following the surgery.